Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges when she woke up, she had a blood glucose reading of 460 mg/dl; no error message on pump. Caller reported she saw a blockage of insulin and tried priming; no insulin came out. Caller alleges no alert or error message. No adverse event reported. Requested return of the alleged device for evaluation.